Event description:
Customer took a blood glucose reading and received a result of 539mg/d. Customer was dosed based on reading. Retested and received a result of 500mg/dl. One hour later the ambulance was called and they received a result of 15mg/dl. Customer was taken to the hosp and received a shot of glucogen. Customer states that controls were in range. A request was made for the return of the suspect device and replacement product was sent.